Event description:
It was reported that the user observed blood in the infusion tubing after insertion despite seeing fluid drops at the needle tip prior to application, leading to early infusion set replacement and shipment of replacement supplies with an elevated blood glucose at 386 mg/dl. The user transitioned to subcutaneous insulin by pen while awaiting new infusion sets and was reminded to avoid insulin on board when restarting the pump. Investigation of this case revealed that the specific cause of hyperglycemia was unclear, with no confirmed device malfunction identified; the issue appeared related to infusion site or tubing with visible blood and resultant interruption of insulin delivery. Symptoms included slight headache and thirst associated with hyperglycemia. Outcomes included high glucose that required management and supply replacement without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.